Manufacturer narrative:
(B)(4). Concomitant medical products: item#00786401320 ;lot# unknown ;item name: femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 13 138 mm stem length cementless; item#00875705002 ;lot# unknown ;item name:50mm o.d. Size hh porous uncemented with multi-holes shell use with hh liners; item#00875100932 ;lot# unknown ;item name:32mm i.d. Size hh neutral liner use with 50mm o.d. Size hh shell; item#unk trilogy screws ;lot# unknown ;item name: unk trilogy screws ; therapy date: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a fall approximately nine years post implantation on an unknown date and now is experiencing hip pain. No intervention has been reported to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated:b4, b5, d4, g3, g6, h2,h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.